Event description:
It was reported that the surgeon reported a post op leak two weeks after the bariatric sleeve, there was a small leak on the proximal side of the stomach.

Manufacturer narrative:
(B)(4). Date of event: unknown month and date. Captured as (B)(6) 2021. Batch # unknown. Additional information received: patient will be seeing a gi doctor. The gi doctor would be adding in a stent. Following additional information was requested. To date a response has not been obtained. Should additional information be obtained at a later date, a supplemental report will be submitted. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? Where was the site of the leak? What was observed at the site of the leak upon reoperation? How was the leak addressed? What color cartridge reload was used? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.